Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the patient states their programmer would not let them increase settings or turn ins on/off yesterday. Patient did not have programmer with him and seemed to be confused about ins on/off and programmer on/off and troubleshooting was not possible as patient didn¿t have the equipment with them while on the call. Patient reported a return of symptoms for the last few days and wondered if their implant was off. Patient planned to call back when he has the programmer. Patient called back later in the day to find out whether his implant was on or not. Patient synchronized and reports that his stimulation is off, at program 3 at 2.9v. Patient services helped him turn stimulation back on, and he reports feeling stimulation. Patient had recently gone through airport security and thinks he could have accidentally used controller to turn stimulation off. The steps of programmer use were reviewed with the patient. On (B)(6) 2018, the patient called in again to inquire about programmer button use: patient said he noticed friday (B)(6) 2018, he was having problems and said he was having the symptoms like before he got the device. Patient said he didn't realize that his stim was turned off. Patient said he still saw the settings so it made him think stim was on. Patient called in because he is traveling and wanted help turning stim off and was walked through how to turn stim off. Patient said he didn¿t understand the instructions and needed support following them. Additional information was received. The patient stated they had gone through several metal detectors at department stores and their device set off the metal detectors at certain department stores. They wanted to know if the metal detectors at the airport are the same as the department stores. They wanted to know if they were better off turning their implant off prior to going through security at the airport. Patient found going through security at the airport with the device was stressful. The patient also reported they had gone through a security screener before and had their stimulator turned off, but was confused and had accidentally left their device off for a couple of days and they were having bad symptoms. No further complications were reported or anticipated.